Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. The lead was still able to capture but exhibited some undersensing. The physician planned to increase rate cutoff. Additional information obtained from the field representative indicated that the lead did not undergo a revision procedure. However, reprogramming was done to therapy zones. This ra lead remains in service. No adverse patient effects were reported.